Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported, "a right side rupture." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in posterior side assessed as fold flaw opening. Creases/folding of implant: is observed in the device. Additional observations: wear abrasion is observed. Stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, "a right side rupture," and later reported "any creases." The device has been explanted.

Event description:
Heath professional later reported "any creases". The device has been explanted.